Manufacturer narrative:
Non-resorbable material left unretrieved in the body. Results - based on evaluation of user facility information and the returned sample; based upon evaluation of reserve samples . - conclusions - are based on evaluation of user facility information and the returned sample; based upon evaluation of reserve samples the involved device was returned for evaluation. Examination confirmed that the distal portion of the outer coil wire had been pulled in the distal direction such that it became unraveled from the core wire and straightened. In addition, it was confirmed that the extreme distal tip of the straightened outer coil wire had been sheared and detached by some force applied during withdrawal of the guide wire. Although the cause of the observed deformation and separation cannot be definitively determined based on the available information, the appearance is most consistent with the tip becoming caught on something during use (such as a calcified lesion, scar tissue, etc.) Followed by the proximal end of the guide wire being pulled in an effort to withdraw the device from the patient causing the outer coil wire to become straightened, and then, causing the distal tip of the coil wire to separate after sufficient force had been applied in the proximal direction. Examination of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that there is no evidence of a pre-existing defect or other anomaly. Testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed that performance specifications were met. The potential for such an event is addressed in the instructions-for-use. The IFU states: "caution do not withdraw the guide wire through the cannula, as shearing of the guide wire may result. If resistance is met, do not advance or withdraw the mini guide wire until the cause of resistance is determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the tip of the guide wire was sheared during a radial heart catheterization procedure. Follow-up communication confirmed: after insertion of the guidewire into the radial artery, the distal tip of the device reportedly became unraveled; a portion of the material became detached in the patient; consultation with a vascular surgeon determined that the detached material would be left unretrieved; and the patient was reported to be doing "fine".